Event description:
A malfunction alarm labeled as "malf 12" occurred, which was traced to a momentary power loss to the vibrator motor. This event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their health. Technical support provided the customer with pump reset instructions and assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to report any further issues.